Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v939081, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v939081, implanted: (B)(6) 2012, product type lead; product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4). Upon analysis of the ins ((B)(4)), no anomaly was found.

Event description:
The manufacturer representative (rep) reported high electrode impedances on all electrodes except for c<(>&<)>8 when testing the right brain extension in the bottom port of the rechargeable implantable neurostimulator (ins) header during a primary to rechargeable change-out. The patient experienced no symptoms or adverse outcome. The extension was removed, cleaned, reinserted, and tested multiple times with the same result. There was no visible disruption to the extension integrity. It was noted that the clinician programmer had been used to identify the electrode impedance issue. When nothing resolved the issue, the physician asked to try another device. Another rechargeable ins was used and all impedances were normal the first time. The issue was resolved. It was noted to have been located in the patient's right chest. Relevant medical history included parkinsonian tremor and movement disorders. No follow-up was required.